Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the advanced processor to resolve the issue. System was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an advanced processor error 66200 occurred. The circulating nurse stated that the surgeon undocked the system and continued the procedure without the robot before contacting technical support. Before the call, the nurse had already power cycled the system twice, but the error persisted. After reviewing this information, technical support requested that the issue be further troubleshot onsite, and it was noted that the customer declined to use the system for subsequent procedures. The procedure was converted to laparoscopic approach with no reported injury.